Event description:
The customer reported that the force fx-8c generator was in use when a patient received a burn. Additional questions have been asked.

Manufacturer narrative:
(B)(4). The generator was returned for evaluation. Nothing was found that would have caused or contributed to the reported event. The unit functioned normally and met specifications.

Manufacturer narrative:
(B)(4). Additional questions regarding this incident have been asked of the site. The unit has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.